Event description:
It was reported that an ilet charging pad did not power on, with no indicator light and no charging function despite attempts with multiple outlets and confirmation that other devices worked on the same outlets. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alarms, and no medical intervention. Customer care provided remote troubleshooting and education that confirmed the pad failed to power on. Investigation of this case revealed a nonfunctioning charger consistent with a power supply failure of the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charging pad.

Manufacturer narrative:
Initial.